Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated alinity c calcium result of 16.2 mg/dl was generated for a patient sample (sid (B)(6). The customer's normal range is 8.4 - 10.2 mg/dl. The same sample retested at 9.2 mg/dl. The sample was retested additional times which confirmed the 9.2 mg/dl result. No impact to patient management was reported.

Event description:
The customer stated that a falsely elevated alinity c calcium result of 16.2 mg/dl was generated for a patient sample (sid (B)(6)). The customer's normal range is 8.4 - 10.2 mg/dl. The same sample retested at 9.2 mg/dl. The sample was retested additional times which confirmed the 9.2 mg/dl result. No impact to patient management was reported.

Manufacturer narrative:
The customer service representative recommended the customer replace and calibrate the alinity sample probe. The customer replaced the probe and calibrated it, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.